Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, the complaint could not be duplicated. Maintenance was performed and the device was returned to the customer.

Event description:
It was reported that the device was running without the trigger being pressed. The device was sent in for repair; there is no info regarding pt involvement or adverse consequences.